Event description:
Medtronic received information that a ped3 pipeline vantage failed to open in the middle section. The patient was being treated for a saccular, unruptured aneurysm in the right internal carotid artery (ica). Vessel tortuosity was severe. The devices were prepared according to the instructions for use (IFU).  Physician was placing pipeline in a very tortuous anatomy in ica. He opened distally device in middle carotid artery (mca) and came down a bit to receive an optimal distal landing area. Although distally open, he couldn¿t get the device open mid-proximally although he resheathed it twice. He decided to remove this device and he took a new one and a bit longer. Although severe anatomy and some opening maneuvers needed to be done, he managed to deploy this new device really well with successful end result. The pipeline failed to open in the middle section. The pipeline was not positioned in a bend. Less than 50% had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. No additional steps were taken to open the pipeline. The pipeline was resheathed and removed with the microcatheter. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.